Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk ICD implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial lead had high threshold and was undersensing. Reprogramming was performed to change the sensitivity and the lead remains in use. The device was indicated to have not lasted as long as expected. The plan is to replace the device. No patient complications have been reported as a result of this event.